Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the cartridge was leaking from an unspecified location. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level ranged from 378 mg/dl to "high" on the continuous glucose monitor. Customer administered a manual injection to address elevated bg.